Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced an issue with three infusions set fell off during use on 17- apr-2024. The infusion set was in use for 2-3 hours for each event. The blood glucose level at time of event was high with current value was greater than 450 mg/dl. The replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3 e1: patient country: (B)(6).